Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2012, the patient experienced loosening of the genesis ii biconvex patella 32mm, a knee scope was performed on (B)(6) 2014, and a revision surgery was performed on (B)(6) 2014 in order to solve that adverse event. After that, the legion posterior stabilized high flex highly cross linked polyethylene size 5-6 11mm sheared off. This adverse event was solved by a revision surgery performed on (B)(6) 2020. Patient is in good health.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the sheared off device was confirmed. The contribution of the device to the reported event could be corroborated. The clinical/medical investigation concluded that, the second left knee revision was reportedly due to the xlpe post being ¿sheared off¿. Although the provided intraop and explant photos supported the complaint, the photos did not provide insight into the root cause of the reported event; therefore, without the requested clinical documentation, no further root cause assessment could performed. The patient impact beyond the reported ¿sheared off¿ insert post and revision could not be determined. The patient was reportedly ¿in good health¿. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting, and it was determined that this case is a non-reportable event. It has been confirmed that the same event has been already reported under report number 1020279-2020-01425 our internal reference number (B)(4).we conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. Internal reference number: case (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2011, the patient experienced loosening of one of the knee components, a knee scope was performed on (B)(6) 2014, and a revision surgery was performed on (B)(6) 2014 (reported under (B)(4)). After that, the high density polyethylene spacer sheared off. This adverse event was solved by a revision surgery performed on (B)(6) 2020. Patient is in good health.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2011, the patient experienced loosening of one of the knee components, a knee scope was performed on (B)(6) 2014, and a revision surgery was performed on (B)(6) 2014. After that, the high density polyethylene spacer sheared off. This adverse event was solved by a revision surgery performed on (B)(6) 2020. Current health status of the patient is unknown.